Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387s-40, lot# va0g0m4, implanted: (B)(6 ) 2014-, product type: lead. Product ID: 3387s-40, lot# va0au0j, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information was received from a consumer. It was reported that the patient was receiving shocks in their right arm following a fall where the patient hitting their head about 2 years ago. It was then stated that "it turned on the lead on the right side of the patient's brain was frayed". It was then clarified that "the lead was frayed". The consumer also reported that when the patient got their device adjusted in 2014, the patient would shake all over. During the adjustments, the device would be turned off then slowly turned up.

Event description:
It was reported that there was a shocking or jolting sensation. Two weeks prior to the date of this report the patient had felt a jolt on the left side of the body. The patient had met with the manufacturing representative on the date of this report to check impedances. On the right ventral intermediate nucleus (vim) lead contacts 8-11 were 47 ohms. Therapy impedance was good, 784 ohms on contacts 11+ 10- 9-. The healthcare professional was going to take an x-ray and try reprogramming without using contact 11. The patient had had falls in the past. Additional information received indicated that there was a 50% or greater symptom reduction. The jolting sensation that the patient was feeling was being felt on a one to two week basis. Interrogation had indicated contact 11 was showing low impedances. The patient was seen on (B)(6) 2015 and was programmed around the 11 contact. The patient had another appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0g0m4, implanted: (B)(6) 2014, product type: lead. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3387s-40, lot# va0au0j, implanted: (B)(6) 2013, product type: lead. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).